Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Supplier reported on behalf of the customer that the cleo 90 infusion set had its clear ring of adhesive stuck to the inside of the cap during infusion site insertion. Blood glucose levels were adversely affected and reported at low to mid-300s (mg/dl). Customer administered injections and changed out the site to address the high blood glucose. No patient injury was reported.